Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubble in the infusion set tubing. The customer's blood glucose (bg) level was impacted 279 mg/dl. The customer delivered a bolus to stabilize bg level. The customer was able to expel the air bubbles by performing fill tubing.